Event description:
It was reported to philips by customer that the device screen is going to white screen then back to normal. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.